Event description:
During cryoablation, the user received system notice message 22406 (the balloon is deflated) twice. On other inflations, balloon would not hold inflation pressure longer than 2 minutes. The case was completed with this catheter. There was no patient injury. When the device was returned, dissection and pressure testing showed a double balloon (breach) pinhole.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Bin file showed 12 applications were performed using the catheter. The bin file did not show any system notice messages, but it showed difficulty in inflation at applications #1, #2, #9 and #10. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 12 injections. The catheter failed the performance test due to system notice messages 50005 (leak detection) and 50032 (outer vacuum compromised). The dissection and pressure test showed a double balloon (breach) pinhole. Dissection did not show any signs of a lifted tc or leak detection wire that could have caused the pinhole. This report will be recorded and trended.